Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the devices confirmed they had worn. Root cause attributed to the device being worn from normal use and servicing. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The surgeon experienced problems with the modified hudson adapters (217863136) spinning on the end of several reamers,specifically due to wear.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> examination of the devices confirmed they had worn. Root cause attributed to the device being worn from normal use and servicing. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.